Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the labels were missing on tubes with a bd vacutainer® k2e 10.8mg plus blood collection tubes. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter: no labels on the tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels were missing on tubes with a bd vacutainer® k2e 10.8mg plus blood collection tubes. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter: no labels on the tubes.